Event description:
It was reported that the pump felt hot to the touch. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.